Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/26/2024, it was reported by a sales representative via sems- (B)(4) that an ar-9676 angled reamer and an ar-9597-10 angled reamer sleeve could not be detached or turned. This occurred during a reverse shoulder arthroplasty on 06/19/2024.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error.